Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, "ventilator service required" alarm occurred and error code e-384 indicating (pressure sensor mismatch) was confirmed in event log. The device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The customer requesting onsite repair. Follow up is required. Fco86600081has already been completed. Current software version: 1.05.10. The customer was advised by the service center to respond to the initial quote to schedule service. The system does not meet the specification for the performed service and is not returned to use. A good faith effort attempt will be made to gather additional information regarding the repairs/parts to address the issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.